Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion (pbd). It was reported that the pacemaker was approaching end of life (eol) sooner than expected. All measurements were within normal range. The patient was pacing dependent however a changeout has not been scheduled yet. Disk analysis was sent to boston scientific technical services (ts) to discuss battery longevity however no additional information has been received at this time. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received stating that the pacemaker was already explanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.584 volts and application of a magnet elicited no response which indicated a lower than expected battery voltage. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified. Detailed analysis of the device hybrid was undertaken. Analysis did not identify any conditions that would have caused or contributed to the identified high current drain. The hybrid was tested in many different conditions, at many different temperatures and the high current drain could not be reproduced. Analysis confirmed the premature battery depletion and identified a high current drain; however, the root cause could not be identified.